Event description:
This is being filed to report the clip had failed establishing final arm angle. It was reported mitraclip procedure was performed on (B)(6) 2022, to treat mixed mitral regurgitation (mr) with a grade of 4+. When positioning the clip delivery system (cds), the device was curved more than 90 degrees. There was difficulty positioning the device due to the patient anatomy as the patient had valvular calcification. The leaflets were grasped however the clip failed to establish final arm angle (efaa). The clip was not implanted and removed. A new clip was implanted, and mr was reduced to 3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported difficulty positioning was due to challenging patient anatomy. It was reported the clip delivery system (cds) was curved more than 90 degrees; which is a deviation from the instructions for use/IFU(user error). In this case, the user error of curving the clip delivery system (cds) more than 90 degrees contributed to the reported clip opening during establishing final arm angle (efaa). It should be noted that per instruction for use of mitra clip g4 system-initial mitraclip g4 system positioning in the left atrium. Warning states ¿ do not deflect the sleeve tip more than 90 degree as device damage may occur. Use of damaged product may result in cardiac injury.¿ as per instruction per user (IFU), this is considered to be a user error. There is no indication of a product issue with respect to manufacture, design or labeling.